Manufacturer narrative:
Insulin pump error 43 alarm noted in the insulin pump history and critical pump error alarm during testing due to moisture damaged electronic assembly on electrical board. Device was received with faded/stained serial number label. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had error in motor was detected by reading unexpected value from hall sensor. Customer stated they were not able to successfully clear the alarm and insulin pump was not exposed to high magnetic environment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.